Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. Customer's other blood glucose value was unknown. Customer stated that the insulin pump was suspended this morning and it didn't' alarm of the suspend nor the no delivery alarm. The customer did not provide details regarding symptoms and treatment of high blood glucose. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Pump was programmed with test guardian 3 link and a test plug. Pump was able to locate and connect to sensor. Programmed the sensor low settings for 50 mg/dl(turned the alert on low, suspend on low, and resume basal alerts on) and 170 mg/dl(turned the alert on high, suspend on high, and resume basal alerts on). Pump was monitored for a day, no unexpected suspend on low/high alarms noted during testing.